Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found a scratched and nicked front cover, nicks and dents on the enclosure, a corroded quick connect, a scratched and discolored pole clamp, a contaminated main block, a missing reflux plug, a scratched water tank cover, the pump was not circulating, and a discolored line cord. During the functional testing, the customer reported problem was able to be duplicated. The cause of the issue was found to be the faulty float switch. The float switch was replaced as well as the faulty pump, membrane switch, quick connect, enclosure, water tank cover, line cord, pole clamp, main block, front cover, and reflux plug. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarms when the water level is low, even when water was in it. There was no physical damage or scuffs on face plate. There was patient involvement and no harm/adverse event was reported.